Manufacturer narrative:
Reporter details updated.

Manufacturer narrative:
Conclusion code updated.

Manufacturer narrative:
Reporter details updated.

Event description:
It has been reported that there is an abnormal noise from the device.